Manufacturer narrative:
On (B)(6) 2015 02:30 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4), USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). A maquet field service technician was on side and investigated the unit in question. The technician could reproduce the reported issue. The malfunction was solved by cleaning and decalcification of the water circuit. The technician also checked the shunt-valve which shows no malfunction. After that a diagnostic test, functionality test and a test run were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Description from the customer: "error message "cardioplegia flow too low" unit doesn't pass the diagnostic test." Additional information: there were no negative clinical consequences for the patient. The unit was de-aired during patient treatment so the malfunction was corrected. No delay in surgery. (B)(4).